Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. There is a hole in the right atrial (ra) seal plug and alll other seal plugs are intact. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
--

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated atrial lead was stuck in the header. The lead was damaged during removal efforts and a new atrial lead was implanted an interfaced to the replacement device. No adverse patient effects were reported.